Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6), 2011 and verified/obtained the following information. The patient informed the mss that her testing frequency is 3 times daily and orally takes 2.5mg of glipizide pills 3 times daily with diet/exercise the patient reported the alleged issue began on (B)(6), 2010 at 2:30pm. Due to the alleged issue, the patient stated she ate less food and/or drink. The patient claimed 10 minutes after the alleged issue began, she became sweaty; which she associated as low blood sugar symptoms. In response to the symptom, she contacted her health care provider (hcp) by phone for advice. According to the patient, her hcp advised her to drink a glass of orange juice and she mentioned that she took it upon herself to eat a piece of candy. The patient claimed 10 minutes after the treatment, she felt better. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the patient had used the subject meter before , there was no misused of the meter, the correct test strips were used, and did not require a new battery replacement. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the subject meter not powering on and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged issue began.